Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. C06468) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device physical property issue "the essure coil was bent at the 90-degree angle after 1 cm of penetration into the tube unable to pass the coil". The patient's medical history included gravida ii, parity 1, abortion and cramp in lower abdomen. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain :pelvic"), depression ("psych injury/psychological or psychiatric problems condition: depression and mental anguish"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psych injury/psychological or psychiatric problems condition: depression and mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("pain :abdominal") and fallopian tube disorder ("on right side severe angulation of the tube") and was found to have a pregnancy with contraceptive device ("birth - no complication/ pregnancy-termination"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain, depression, vaginal hemorrhage, menorrhagia, anxiety, dysmenorrhoea and fallopian tube disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube disorder, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she had not undergone essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: test bilateral occlusion/ initial image shows a left essure implant in the expected position. No radiopaque essure implant is noted on the right side.. Pregnancy test urine - on (B)(6) 2015: positive. Ultrasound abdomen - on (B)(6) 2015: single early intrauterine pregnancy noted, crown-rump length about 1.28 mm. Corresponding to about 7 weeks 4 days +/- 5 days of gestational age. Gestational sac size about 2.54 cm, also corresponding to about 7 weeks 4 days +/- 12 days of gestational age. Edd by this ultrasound (B)(6) 2016 with progression within normal limits since (B)(6) 2015 when edd was estimated to be about (B)(6) 2016, incongruent from edd by lmp of (B)(6) 016 fetal motion. Fetal heart motion noted. Fetal heart rate calculated to be about 155 and 165 bptn. Ultrasound scan - on (B)(6) 2015: risk of ectopic pregnancy/ gestational age of only 4 weeks I day.shows enlargement of the uterus by an intrauterine gestational sac. The surrounding chorionic echoes are normal in thickness. However there is an adjacent hypoechoic area which may be a small area of sub chorionic hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. C06468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device physical property issue "the essure coil was bent at the 90-degree angle after 1 cm of penetration into the tube unable to pass the coil". The patient's medical history included gravida ii, parity 1, abortion and cramp in lower abdomen. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain :pelvic"), depression ("psych injury/psychological or psychiatric problems condition: depression and mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psych injury/psychological or psychiatric problems condition: depression and mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("pain :abdominal") and fallopian tube disorder ("on right side severe angulation of the tube") and was found to have a pregnancy with contraceptive device ("birth - no complication/ pregnancy-termination"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain, depression, vaginal haemorrhage, menorrhagia, anxiety, dysmenorrhoea and fallopian tube disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube disorder, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she had not undergone essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: test bilateral occlusion/ initial image shows a left essure implant in the expected position. No radiopaque essure implant is noted on the right side.. Pregnancy test urine - on (B)(6) 2015: positive. Ultrasound abdomen - on (B)(6) 2015: single early intrauterine pregnancy noted, crown-rump length about 1.28 mm. Corresponding to about 7 weeks 4 days +/- 5 days of gestational age. Gestational sac size about 2.54 cm, also corresponding to about 7 weeks 4 days +/- 12 days of gestational age. Edd by this ultrasound (B)(6) 2016 with progression within normal limits since (B)(6) 2015 when edd was estimated to be about (B)(6) 2016, incongruent from edd by lmp of (B)(6) 2016 fetal motion. Fetal heart motion noted. Fetal heart rate calculated to be about 155 and 165 bptn. Ultrasound scan - on (B)(6) 2015: risk of ectopic pregnancy/ gestational age of only 4 weeks I day.shows enlargement of the uterus by an intrauterine gestational sac. The surrounding chorionic echoes are normal in thickness. However there is an adjacent hypoechoic area which may be a small area of sub chorionic hemorrhage. Lot number: c06468, manufacturing date: 2013-12, expiration date: 2016-12. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. C06468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device physical property issue "the essure coil was bent at the 90-degree angle after 1 cm of penetration into the tube unable to pass the coil". The patient's medical history included multigravida, parity 1, abortion and cramp in lower abdomen. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain :pelvic"), depression ("psych injury/psychological or psychiatric problems condition: depression and mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psych injury/psychological or psychiatric problems condition: depression and mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("pain :abdominal") and fallopian tube disorder ("on right side severe angulation of the tube") and was found to have a pregnancy with contraceptive device ("birth - no complication/ pregnancy-termination"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain, depression, vaginal haemorrhage, menorrhagia, anxiety, dysmenorrhoea and fallopian tube disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube disorder, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she had not undergone essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: test bilateral occlusion/ initial image shows a left essure implant in the expected position. No radiopaque essure implant is noted on the right side.. Pregnancy test urine - on (B)(6) 2015: positive. Ultrasound abdomen - on (B)(6) 2015: single early intrauterine pregnancy noted, crown-rump length about 1.28 mm. Corresponding to about 7 weeks 4 days +/- 5 days of gestational age. Gestational sac size about 2.54 cm, also corresponding to about 7 weeks 4 days +/- 12 days of gestational age. Edd by this ultrasound (B)(6) 2016 with progression within normal limits since (B)(6) 2015 when edd was estimated to be about (B)(6) 2016, incongruent from edd by lmp of (B)(6) 2016 fetal motion. Fetal heart motion noted. Fetal heart rate calculated to be about 155 and 165 bptn. Ultrasound scan - on (B)(6) 2015: risk of ectopic pregnancy/ gestational age of only 4 weeks I day.shows enlargement of the uterus by an intrauterine gestational sac. The surrounding chorionic echoes are normal in thickness. However there is an adjacent hypoechoic area which may be a small area of sub chorionic hemorrhage. Most recent follow-up information incorporated above includes: on 23-jan-2020: plaintiff fact sheet received : lot number added. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), on right side severe angulation of the tube and the essure coil was bent at the 90-degree angle after 1 cm of penetration into the tube unable to pass the coil. Event psych injury was split and coded to depression and anxiety. Pregnancy outcome updated. On 24-jan-2020: medical record received. Laboratory data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pregnancy with contraceptive device ('birth - no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdominal") and psychological trauma ("psych injury") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. The reporter commented: she had not undergone essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received. The case is now incident. Previously reported event ¿injury to herself¿ was updated to more specified events ¿migration, pelvic pain, pain: abdominal, psych injury and device ineffective¿,pregnancy with contraceptive device event added. Reporter, demographics; lab data, essure indication (amended) were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.